Event description:
The reporter stated that she had rec'd the er1 message two or three weeks ago. She said that she possibly "did something wrong." She retested and rec'd a number result. She said that she applies enough blood, but that she does not check the confirmation dot on the back of the strip.